Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. It is alleged that the patient sustained injuries on (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. It is alleged that the patient sustained injuries on (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with multiple recurrent ventral hernias thereby underwent open repair with the implant of ventrio st mesh. (The op notes provided for this procedure is not legible). On (B)(6) 2020 - patient was diagnosed with chronic mesh infection with enterocutaneous fistula and abscess thereby underwent removal of mesh and primary repair of recurrent incisional hernia. Per operative notes, "the mesh not incorporated well laterally on both sides and was densely adherent posteriorly to the small bowel. Couple of fat containing hernia defect above the area of infection was noted. The mesh was removed along with prior sutures. Few additional pieces of mesh was removed completely. The midline hernia defect was closed primarily with sutures."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2012) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b6, b7, d4, (product catalog no, corporate lot no, expiry date, UDI no), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.